Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, inappropriate auto mode switch was observed. During review of an episodes, far-r oversensing due to lv pacing was observed. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.